Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump, when used with a clearlink system continu-flo solution set, under-infused. During heparin therapy in the surgical and vascular intensive care unit (svicu), a patient¿s anti-xa level remained the same (<0.04) four hours after the last anti-xa result, despite up-titrating the heparin drip. When checked, the bag was found full for a drip that had been running for 12 plus hours. The volume in the bag was measured with a remaining volume of about 400ml. The volume to be infused on the pump read 266ml; therefore, about a 150ml difference from the actual measured volume. The patient experienced a severe under-infusion of heparin and was not anticoagulated as required. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h10. H11: the device was evaluated onsite by a qualified technician. The device underwent a downstream (distal) occlusion sensor test, upstream occlusion sensor test, and flow rate accuracy test and all testing were found to be within product specification range. The event history log review showed an infusion of heparin was identified as starting on initiated on (B)(6) 2025 and running into the event date at a concentration of 25,000 units in 500 ml, rate of 6 units/kg/hour with a patient weight of 86.2kg. During the infusion, 28 downstream occlusion alarms were identified. It was not identified in the logs that the pump was placed in standby mode. No secondary infusions were programmed in association with the reported infusion. The disposable was removed before the device was powered off. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.